Event description:
A report was received that a pt had been explanted due to infection at the pocket site. The pt's symptoms were redness and swelling at the pocket site. The pt was successfully explanted and was given oral antibiotics. The pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.